Event description:
The following info was provided on two wiktor stents on a device tracking registration form: removed, not deployed, retrieved with a snare. Ref medwatch report 2083098-1998-00078 for the other device. Although no pt injury or intervention was reported this report is being filed since this type of event could cause an adverse event if it were to recur. The instructions for use indicates, stent retrievals (use of additional wires, snares and/or forceps) may result in additional trauma to the vascular access site.